Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the t2 implant of two(2) fast fix 360 devices was not able to came out from the shaft after the deployment button was performed successfully and even press the deployment button for few times. The click sound was heard during first deployment. The t1 implant of each device was removed from the patient using an arthroscopic grasper. The procedure was successfully completed with no delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that both devices had the needle overmold assembly bent. The suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation revealed that in device 1 the deployment slider felt detached from the actuator tip and in device 2 the actuator tip was seized. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.